Manufacturer narrative:
(B)(4).  Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device was showing all three icons (attention, charge-pak and service wrench) and would no longer power on.  There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue.  It was observed that the device had approximately 8.5 hours of total on-time which likely caused the internal hlc batteries, which are located on the analog pcb assembly, to become depleted. Additionally, it was observed that internal hlc batteries bt1 and bt2 were damaged and could no longer take a charge.